Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported with the use of the bd nexiva¿ closed IV catheter system there was an issue with leakage. There was no report of injury or medical intervention.

Event description:
It was reported with the use of the bd nexiva closed IV catheter system there was an issue with leakage. There was no report of injury or medical intervention.

Manufacturer narrative:
Dhrs review could not be performed as the lot number was not provided. Observations and testing could not be performed because units were not received for investigation of this incident. Probable root cause for this incident is indeterminate. Without the actual sample for evaluation and testing there was no physical evidence to confirm or support manufacturing process related issues for the reported defect. A formal corrective action will not be initiated at this time. Customer complaint trends are evaluated monthly. If the trend of a specific type of complaint warrants a formal corrective action, resources will be assigned at that time.